Event description:
The manufacturer received information alleging that a device did not meet the acceptance criteria of the evaluation process for the following conditions: 4 feet missing, upon evaluation of the device, the manufacturer service technician concluded that the display failed on testing and displayed a white screen. The customer does not want any repairs done to the unit at this time.